Event description:
Complainant alleged that during a routine shift check by a clinician, the device will only power on in battery mode if the switch is left in the on position and the battery is then placed in the device. Complainant indicated that there was no patient involvement in the reported malfunction.